Event description:
It was reported that two(2),size m6dcfs, specialized disposable cannula cuffless tracheostomy tubes were manufactured and labeled incorrectly. The device order/specs was for a rigid flange,non-fenestrated outer cannula. The patient received two(2) m6dcfn specialized disposable cannula cuffless fenestrated tracheostomy tubes labeled as m6dcfs. The devices were still used by the patient, with no reported patient injury. Two (2)size m6dcfs devices were returned to the manufacturer on 11/30/98 for decontamination, analysis and investigation. The MFR.